Manufacturer narrative:
Other, other text: additional information provided in h6 and h10. Device evaluation: visual inspection performed and found battery door was damage. The event history log showed high alarm displayed: downstream occlusion. A functional test was performed and no issue was found with upstream occlusion sensor; the reported issue was not duplicated. The cause of the reported issue is unknown. As preventive measure, the uso sensor and dso sensor were replaced. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record (DHR) review was not performed. Service history review identified this device has not been in for service previously.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the pump keeps alarming upstream occlusion. No patient injury reported.